Event description:
It was reported that while using panel phoenix nmic/ID-307 is misidentifying e. Coli as enterobacter cloacae complex, swarming proteus mirabilis as providencia rettgeri, and e. Coli as citrobacter farmerii. The following information was provided by the initial reporter: customer reports that they are still having 2-3 mis-ids a day - e. Coli identifying as enterobacter cloacae complex, swarming proteus mirabilis as providencia rettgeri, and e. Coli as citrobacter farmerii.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307 is misidentifying e. Coli as enterobacter cloacae complex, swarming proteus mirabilis as providencia rettgeri, and e. Coli as citrobacter farmerii. The following information was provided by the initial reporter: customer reports that they are still having 2-3 mis-ids a day - e. Coli identifying as enterobacter cloacae complex, swarming proteus mirabilis as providencia rettgeri, and e. Coli as citrobacter farmerii.

Manufacturer narrative:
Investigation summary: this complaint is not confirmed. This complaint is for misidentification of proteus mirabilis as providencia rettgeri and escherichia coli as enterobacter cloacae and citrobacter farmerii when using phoenix panel nmic/ID-307 (449289) batch unknown. The customer did not provide panel returns, isolate returns or phoenix generated lab reports for the investigation. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.